Event description:
Revision surgery - due to the patient being presented 2 1/2 weeks post operation with a dislocation. The patient would not state if it was a fall or what type of injury. The surgeon enlarged the glenoid head size.

Manufacturer narrative:
The reason for this revision surgery was due to a dislocation. The previous surgery and the revision detailed in this investigation occurred 14 days apart. There is no information in this complaint about any patient injuries, activities, or accidents that may have contributed to the need for this revision surgery. There are no reported pre-existing patient health conditions. The healthcare professional indicated there was a significant adverse event to the patient. There was no delay in surgery and another suitable device was available for use. The revision surgery was completed as intended. The device was not made available to djo surgical for examination. A review of the implant device history records (DHR) shows that the reported component used in the previous surgery met design and manufacturing requirements. There were no non-conforming material reports (ncmrs) associated with the product that may have contributed to the event. The device was within its expiration date at the time of use during the previous surgery. Customer complaint history of the reported device showed no present trends or on-going issues that are in need of review. The root cause of this complaint was a revision surgery due to dislocation. There are multiple factors that may contribute to the event that are outside the control of djo surgical are patient activities, inadequate soft tissue support, excessive range of motion, excessive loads or torques, poor bone quality, patient bone deterioration or trauma. Due to short time between the previous and revision surgery, it is also possible that the event may have occurred due to improper surgical procedure or patient non-compliance with medical instructions. Inventory containment is not required as there are no indications of a product or process issue affecting implant safety or effectiveness.